Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Based on available data, the device meets the insignia longevity calculator. The device paced and sensed normally with a magnet rate of 85 ppm. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Forced lead impedance measurements were performed and normal values were noted. No holes were noted in the seal plugs and all four setscrews move freely. An is-1 lead was inserted and retracted without difficulties. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Noise from the electro cautery could have caused the pacing inhibition.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that pacing inhibition was observed for several minutes during a procedure on the patient's ear. It was reported that a magnet had been placed over the device during the use of electrocautery, however loss of pacing did occur and the patient had an escape rhythm at a rate of 30 bpm. A programmer was then utilized to initiate stat pacing. It was reported that the device had triggered elective replacement time (ert) three weeks prior to the procedure. The field representative noted that there are no stored electrograms (egm) available to review due to the device being at ert status. The day following the procedure, the device was interrogated and lead diagnostic measurements were within normal limits and stable. Two days after the ear procedure, a device replacement was performed and the pacemaker was programmed to voo mode. The physician went to remove the device and upon opening the pocket, discovered there was no output. The patient had a ventricular escape rhythm at a rate of 35 bpm. The physician also reported having to turn the setscrews the opposite direction to loosen them and detach the leads from the device. No adverse patient effects were reported.